Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, physician was unable to fully extract the helix in this right atrial (ra) lead. After certain time, the helix mechanism had no more resistance, a possible lead fracture was suspected. No adverse patient effects were reported. Lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant procedure, physician was unable to fully extract the helix in this right atrial (ra) lead. After certain time, the helix mechanism had no more resistance, a possible lead fracture was suspected. No adverse patient effects were reported. Lead has been received for analysis.